Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted during a procedure on (B)(6), 2009. According to the complainant, in (B)(6) 2012, the patient experienced problems with bladder sling, including pain and scarring (specifics unknown). Reportedly, the physician suggested pelvic floor repair, however the patient declined. (Specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.